Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the system 1e processor. The technician found the root cause of the reported leak to be from the drain hose being disconnected from the drain of the unit, subsequently allowing water to leak out. The technician reconnected the drain hose back to the unit, ran a test cycle, and found the unit to be operating according to specification. While inspecting the unit, the technician noticed that the system 1e processor was on a cart and the wheels of the cart were not locked. This may have resulted in the drain hose inadvertently being pulled out when the cart was moved, resulting in the reported leak.

Event description:
The user facility reported their system 1e processor was leaking water. No injury, procedure delays, or cancellations were reported.